Event description:
The customer stated that she went to the emergency due to high blood glucose levels this morning, and had testing done. No further information was obtained as the call was disconnected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.